Event description:
The customer contacted heartsine to report that their device's capacitor cannot be charged. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to a blown fuse in the device's pad-pak battery pack which was the result of it sustaining impact damage. The device was scrapped by the heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device's capacitor cannot be charged. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.